Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4(exp date, UDI), g3, h1, h2, h3, h4, h6, h11 reported event was confirmed as visual examination of the returned product identified that the toggle button is damaged from use and the attached white thread is broken/frayed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). G2: columbia h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the guide was passed followed by the drill. Then the plate conducting needle was introduced, the plate is accommodated in the medial part of the tibia, and the resident proceeded to pull the threads by hand in a single block. It was then attached to the fibula, which fractured, leaving the system without threads to close it. Attempts have been made and there is no further information at this time.